Event description:
Caller reported a pump malfunction indicated by error code 199, which was confirmed as a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, but the malfunction persisted. As a corrective action, technical support arranged for a replacement pump to be sent to the customer. The customer was advised on backup insulin therapy using multiple daily injections (mdi) and was informed about the need for a compatible sensor for the new pump.